Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a surgeon's dissatisfaction with the watery consistency of viscoelastic product used during a cataract surgery. The patient experienced vitreous loss and ongoing cystoid macular edema. Additional information has been requested.